Event description:
It was reported that during a prostate procedure @ 59,444 joules of use and 12:46 minutes, the "aiming beam forward firing - beaming forwards, flashing and going into standby". The procedure was completed with a second fiber. Patient outcome ¿ok¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge. The fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is no signs of melting at the proximal fracture location; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the fiber proximal to proximal fracture can rotate independently of metal cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.